Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ protector broke. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the top portion of the protector broke. Event description per email states: I received these pictures yesterday regarding a broken protector. I have asked for more information but wanted to get this submitted.

Manufacturer narrative:
H.6 investigation summary : one photo was provided to our quality team for investigation. It may be concluded, based on the pictures received that the product involved in the complaint is protector p20-o material number (515064) after a visual inspection of them, it is noticed that the body from the protector p20-o involved in the event reported is broken. In the pictures is noticed that the expansion chamber from the protector p20-o is inflated leading to state that the damage ocurred during the use of the device. The assembly process was assessed: inspections and test performed: according to ph-322 rev 06 (current version), visual inspection of protectors takes place during assembly process. (The correct assembly of the components are verified). Any damage would be noticed by the operator. According 10000204112 rev02 procedure a fragmentation is performed on protectors. Any damage or breakage of the protector body would be noticed among penetrations performed during fragmentation testing performance. If all assembly process steps are considered: before the assembly process begins, all protector caps are removed by the operators and therefore all protectors are visually inspected. Any damage would be noticed by the operator. After the assembly process, the operators place the cap on the protector again. Therefore, all protectors are visually inspected after the assembly process. Any damage would be noticed by the operator. The packaging process was assessed: additionally, according ph-307 rev 08 (current version) during the packaging process visual inspections are performed at the beginning and at the end of each pallet, after a machine stop longer than one hour and if differences during the packaging process occur. According it 10000204110 rev 02 a short term leackage is performed. Thirty samples are penetrated 10 times to be tested for leakage. Any damage on the protector or any breakage of the protector body would be noticed during testing performance. Upon inspecting the product, the body of the protector is observed to be broken. It was noted that the expansion chamber is inflated, indicating the damage occurred during use. Product is visually and functionally tested throughout manufacturing to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review could not be performed and additional retained samples could not be evaluated. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Manufacturing personnel have been notified of this incident. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends. It was reported that the top portion of the protector broke based on available information we cannot identify a definitive root cause at this time. Nevertheless, the complaint has been communicated to the manufacturing personnel in the area. Complaint will be monitored for trends. H3 other text : see h.10.

Event description:
It was reported that unspecified bd¿ protector broke. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the top portion of the protector broke. Event description per email states: I received these pictures yesterday regarding a broken protector. I have asked for more information but wanted to get this submitted.